Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) reported that there were no anomalies found. The evaluation code-result and evaluation code-conclusion no longer applies.

Event description:
Additional information was received on (B)(6) 2016 from a health care professional (hcp) via a manufacturer representative reporting that the device was explanted and replaced on (B)(6) 2016. A motor vehicle accident several months ago caused the leads to not cover areas of pain. Since then the stimulation was not in the areas of normal pain. It was unknown what diagnostics and troubleshooting was done. Both leads and the stimulator were replaced. The patient was alive with no injury. It was reported that the issue had resolved.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was in a car accident and the device shifted out of place. The patient was going to have surgery to replace the device. The patient was in rehab and had just gotten out. The patient thought that a manufacturer representative was going to call them today (B)(6) 2016 and wanted to send a message to the manufacturer representative to call the patient back. It was reported that this event was on (B)(6) 2016. Additional information was reported from the manufacturer representative stating that they had not seen the patient in a few weeks and that the patient was most likely talking about receiving a call from the health care professional (hcp) office as any call regarding any revision would be from that office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.